Event description:
82 year old female who is a surgical turndown was admitted for a protected percutaneuous coronary intervention and impella was implanted. Procedure was successful and impella successfully weaned and explanted. Afterwards, nursing reported access site hematoma and bleeding that was controlled by femostop and pressure. No evidence of device malfunction. The hematoma was most probably access related. It has to be noted that the bleeding causing the hematoma was managed with routine measurements of bleeding control.

Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary asae/hematoma/minor bleed: the root cause of the injury was not determined due to insufficient clinical details.